Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a hms plus instrument the act controls were abnormal. The instrument was used to complete the pro cedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during use of a hms plus instrument the act controls were abnormal. The instrument was used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that liquid controls was used. The medtronic perfusion team works these ¿bad controls¿ complaints. No work order will be completed for this issue. No further action required.

Manufacturer narrative:
Additional information received shows that the liquid controls were used, thereby making allegation against the disposable. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.